Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. During the technician visit, beside the pressure transducer test failure, it was noticed that device also failed internal leakage test, flow transducer test and safety valve test during pre-use check. The safety valve test failure was resolved by replacement of the expiratory valve coil. Internal leakage test has been solved by cleaning the inspiratory pipe and replacement of the expiratory membrane. Further troubleshooting shown that the memory batteries on the control printed circuit board (pcb) and monitoring pcb are defective and the configuration was not saving. Replacement of the boards and reinstallation of software resolved the issue with flow transducer test and pressure transducer test. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation and constant inspiratory flow, which can be used during inspiration time in any mode. The issue was decided to be reported based on available information as defective xpiratory valve coil may lead to stop of ventilation and defective control pcb may lead to high pressure or stop of ventilation. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).